Manufacturer narrative:
(B)(4) date sent: 1/3/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the first firing of the second stapler was with a black gst reload and it performed correctly. The second firing with the second stapler was with a black gst reload and some of the staples formed correctly and some of them did not form at all. There was excessive bleeding, but it was unknown how much. A transfusion was not necessary. The procedure was then completed with a third device of the same product code.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device locked out on the first firing with a black gst reload and a peri strip on the stomach after completing the cut and staple line. The reverse button was used to remove the device. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56w36. Photographic analysis: an image was reviewed and a revised detail of the photo showed tissue with a staple line bleeding, a few straight legs of the staples can be appreciated along of the cut into the tissue. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis found that one plee60a device was returned with no apparent damage and with six gst60g cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.